Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing of the device over the pylorus of the stomach on a laparoscopic sleeve gastrectomy, the stapler was able to fire but it slowed down indicating thicker tissue. When the reload was removed from the tissue, it was evident that there had been some serosal tearing along the staple line. They inspected the reload and it looked fine. The stomach remnant when removed also had a tearing along the staple line and tissue was observed to be quite tough. The tissue defect had to be sutured and the surgical time was extended about 1 hour.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices and an evaluation of two photographs. A visual inspection of the returned photos noted: bleeding was visible in the surgical field. Visual inspection of the returned products noted that the reloads were fully fired. Microscopic evaluation noted that both reloads had damage to the cutting edge of the knife blades. The clamping mechanism was deformed on one of the reloads. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples.replication of the bowed anvil, deformed anvil clamping mechanism and partially flushed staple pushers. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.